Manufacturer narrative:
Evaluation tests or methods used to duplicate / replicate the reported problems: power up process. Reported problem duplicated / replicated: unable to power up pump, no led light were found on keypad, bottom case does smell like burning or smoke. What caused the reported (primary) problem: interconnect board, power supply were found with burn components. Who caused the reported problem: unknown. Actions / repairs done to correct the reported (primary) problem: replaced power up supply, interconnect board and battery. Performed power up process and all the root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
It was reported that a medfusion¿medfusion® 3500 syringe pump had burning smell from battery compartment. No patient injury reported.